Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of the monopolar instrument conductor wire to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument's hook was manually manipulated and failed the electrical continuity test on 2 of 3 attempts indicating a broken conductor wire. The conductor wire was broken in a location that was not visible. The instrument failed the energy delivery test on 3 of 4 attempts. It would initially hesitate to deliver energy, then it would deliver energy after rearranging the hook. There were no signs of arcing. The instrument was not fully functional.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had no energy being delivered. The monopolar cord and generator are functioning normally. The procedure was completed with no reported injury.